Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
She couldn't get the tampon out- vagina [foreign body in reproductive tract] double kidney infection [kidney infection] blood in urine [blood urine present] painful to urinate [dysuria] swollen inside and outside vaginal area [vulvovaginal swelling] burning sensation inside vagina [vulvovaginal burning sensation] pain vaginal area [vulvovaginal pain] itching sensation inside vagina [vulvovaginal pruritus] pain stomach [abdominal pain upper] swollen- stomach [abdominal distension] nauseous stomach [nausea] burning- private area [genital burning sensation] itching- private area [pruritus genital] case narrative: parent reported via phone that their daughter couldn't remove the tampon. No serious injuries reported.

Event description:
She couldn't get the tampon out- vagina [foreign body in reproductive tract] . Double kidney infection [kidney infection]. Blood in urine [blood urine present] . Painful to urinate [dysuria]. Swollen inside and outside vaginal area [vulvovaginal swelling]. Burning sensation inside vagina [vulvovaginal burning sensation]. Pain vaginal area [vulvovaginal pain] . Itching sensation inside vagina [vulvovaginal pruritus]. Pain stomach [abdominal pain upper] . Swollen- stomach [abdominal distension]. Nauseous stomach [nausea] . Case narrative: parent reported via phone that their daughter couldn't remove the tampon. No serious injuries reported.

Manufacturer narrative:
Product investigation is in progress.